Manufacturer narrative:
(B)(4). Date of event: only event year known: 2023. Batch # 536a08. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the tcr75 reload was received with no apparent damage, no instrument and along with its opened packaging. The swing tab was found to be in the unlocked position and with 2 drivers up and 3 missing staples along the staple line. In addition, the staple retainer was not returned. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of an automated vision system to ensure staples presence; the swing tab is present and unlocked. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 536a08, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, before opening the package it was found that two staples were already expressed from the cartridge part (and these were then loose in the package). There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 05/01/2023. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the tcr75 reload was received out of its package with no apparent damage. The opened package was received with no apparent damages and no loose staples were observed. During visual inspection of the reload several body fluids were noted along of the reload. The swing tab was found to be in the unlocked position, this position of the swing tab allows the device to be ready for firing once the reload is correctly installed. The reload had 2 drivers up on the proximal end and 3 drivers up with no staples present along the staple line. In addition, the staple retainer cap and the device were not returned for analysis. The event reported was confirmed and it is related to improper use of the device. Due to the returned condition of the device, it is possible that an attempt was made to load the reload with the firing knob not fully back in its original (home) position, causing the proximal staples to be deployed. As stated in the IFU: ¿ensure that the firing knob is in the original ¿return knob here¿ position during and after reloading ¿; ¿the reload cannot be inserted unless the firing knob is in its original position.¿ handling of the reload could have caused the staples to fall out while loading the reload in the device, proper handling instructions should be used when removing and reloading reloads into the device. Please reference the instruction for use for more information. A 100% inspection is performed by means of an automated vision system to ensure staple presence; and that the swing tab is present and unlocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 536a08, and no non-conformances were identified.